Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had a connection issue between the supply line and supply bag. This issue was further described as "after connecting the dialysate and the cable of the cassette, the patient turned it to the right, but it keeps turning without stopping¿. This was observed during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.